Event description:
I have severe epilepsy from a car accident and have a livanova vns implanted in my chest. The neck wire was put in by a standalone surgeon, and it has caused severe problems since day one. Every time the device fires, it physically pulls my throat to the left and completely shuts down my airway. I had a scope done by an ent at (B)(6) medicine who officially documented that the device is pulling my throat tissue, closing off my left lung, and freezing my left vocal cord. Because of this, I have woken up completely unable to breathe and actively choking on my own saliva during sleep four separate times when the device cycles. It is a terrifying, life-threatening choking hazard. The manufacturer, livanova, is completely ignoring a dangerous hardware failure. I emailed their corporate offices twice last year--once in march and again in september--and sent them the official (B)(6) ent medical report proving that their device is closing my airway. They completely ghosted me, never replied, and never opened an investigation. I am currently forced to tape the vns magnet to my chest at night just to keep the device from choking me while I sleep. This is a severe mechanical hardware failure or improper placement that is actively putting my life at risk, and the company completely walked away from it.